Event description:
Rn was drawing blood from a venipuncture using this product. Had obtained all the necessary blood tubes and was discontinuing the procedure when the problem occurred. The safety slide device broke off (this slides over the used needle). Additionally the needle broke off at the end of insertion point. The needle is attached to the vacutainer blood tube holder. The rn has had years of experience drawing blood and was familiar and had used the product before. Rn reports no other previous problems.